Event description:
The dr claims that the graft, implanted 21 years ago (exact date unknown) as an aortic arch, left common carotid artery bypass graft, was found to have a pseudoaneurysm and was also found to be torn in the area of the pseudoaneurysm. The graft was replaced with a hemashield graft. The pt is doing well, now. Note: the initial implant and incident dates are unknown at this time and have been approximated based upon the info available as indicated above.